Manufacturer narrative:
B3: updated from 11/27/2023 to 11/06/2023. D6a: updated from 07/01/2023 to 07/05/2023.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At a follow-up appointment approximately four months post-implant, a thrombus was observed on the watchman flx closure device. The patient was placed back on blood thinners with plans to re-check after 90 days.

Manufacturer narrative:
B3: bsc aware date used as event date us known but reported as to have occurred in november d6a: estimated based on report that patient was implanted in (B)(6).

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At a follow-up appointment approximately four months post-implant, a thrombus was observed on the watchman flx closure device. The patient was placed back on blood thinners with plans to re-check after 90 days.